Manufacturer narrative:
Device evaluation of battery pack was completed. The reported problem (will power on monitor) due to the battery pack tri-cells being mis-matched. Also upon investigation, the evaluation found a loose bus bar inside of the battery. The root cause of the loose busbar and mis-matched cells could not be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to power on a monitor.